Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs does show evidence to suggest the user was in lead ii instead of pads view. Further review of the activity log also shows valid patient impedance, CPR feed back and "pads on " message which indicated that the device did recognize that the pads were connected to the device and patient during the event. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.